Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex otw device and an unidentified guide wire loaded inside the lumen. The devices were bloody. The guide wire was measured and was found to be .0135¿. There was 178cm of guide wire sticking out of the hub and 27mm out of the tip. The tip, balloon, markerbands, shaft and hub was microscopically and tactile inspected. Inspection revealed buckling of the shaft located inside the hub with additional shaft damage (buckling) located 7mm from the tip of the device, and tip damage. Functional testing found that while the guide wire moved slightly in the apex device, the devices could not be separated. The damage with the device is consistent with excessive tensile force applied to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 01-may-2018. A 1.50mm x 8mm apex¿ push balloon catheter was received with no reported issues. However, upon functional testing of the device with a guide wire, the devices could not be separated.